Manufacturer narrative:
This report is submitted on march 12, 2019.

Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2018 to explant the device due to medical reasons unrelated to the device. It is unknown if the patient was reimplanted with a new device as of the date of this report.